Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Multiple device codes were applied. Below clarifies what issue each is associated with. A0908 - inaccuracy a23- registration issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the initial registration failed three times with four levels of red dots. The c-arm was recalibrated, and new ap and oblique images were acquired. Registration was able to be achieved, but the navigation had false depth by 10-15 mm. An x-ray confirmed the site was in the pedicle. Four screws were placed, but the c-arm confirmed misses, where right l3 skived laterally and left l4 skived medially by less than 3.5mm. An imaging system was brought in to preform scan and plan to replace the screws. L4 skived medially again. The screw was planned more lateral, and was re-executed, but was still medial. The screw was eventually placed freehand. There were three unused high definition spins and one unused fluoro image. The procedure was delayed less than an hour and there was no patient harm.